Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on an unknown device. It is unknown whether the customer noted a trend arrow on the device. The customer adjusted their diet due to low readings and experienced nausea and dizziness. The customer was unable to self-treat. The customer was in hospital and was treated with insulin injection (dose, type unspecified) by a healthcare professional (hcp) for the treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.